Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up and failed to charge batteries. There was no reported pt involvement. The customer isolated the problem to a failed ac power module. The customer ordered a replacement ac power module to resolve the problem.

Event description:
The customer reported that the device failed to power up and failed to charge batteries. There was no reported pt involvement.